Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
It was reported that screen on quick bolus button was unresponsive. The device does turn on when plugged in to a power source.